Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of oversensing on the right ventricular lead in the bipolar configuration; the device had been programmed in unipolar configuration. The patient was asymptomatic. No noise could be reproduced via the pacemaker system analyzer. As the patient was pacemaker dependent the physician elected to cap and replace the lead during routine device change out procedure on (B)(6) 2016. The patient was discharged the next day.